Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant upgrade procedure,this balloon catheter was used to create the road map. Visual observation revealed contrast leaking outside the coronary sinus. It was suspected a perforation had occurred. A non-boston scientific left ventricular lead was successfully implanted in a lateral vein and no further intervention was required. All measurements were acceptable. No adverse patient effects were experienced as a result of this issue.